Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 11/18/2023 which is off-label usage of the device. On (B)(6) 2023, it was reported that the patient was cleaning her room when she felt nauseous and dizzy. She did not have lunch yet at this moment and only had breakfast. At that moment she took 3 glucose tabs and self-treated with baqsimi glucagon nasal spray. It was unknown what the cgm reading was at that moment, but as the patient still felt unwell after the self-treatment and ambulance was called around 5pm. When the paramedics arrived a fingerstick was taken and the cgm was reading low, and the blood glucose reading was 353 mg/dl. The patient did not receive treatment from the paramedics but was brought to the hospital. At the hospital the patient received intravenous treatment with lactated ringer. After treatment, the cgm reading was low and the blood glucose reading was 166 mg/dl. The patient was conscious during the whole event and got discharged at 3am 2 days after the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.